Event description:
It was reported that the colonovideoscope had an issue where the image went black and remained off. The issue was identified during a colonoscopy procedure. There was no harm to the patient.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and scope communication error e216. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device broken, scope communication error e216 appears and image went black and remained off (no image is displayed) have cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.